Event description:
It was reported that a one-link needle-free IV connector leaked as a result of a disconnection from a central line. This occurred during a patient infusion of chemotherapy. There was no patient injury or medical intervention reported with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.